Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the chin and underneath the neck and may have developed paradoxical hyperplasia.

Manufacturer narrative:
Additional data: a2 a4 b5. Changed data: d1 d4 d8 g1 h6.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the submental area on (B)(6) 2020 and (B)(6) 2021 using the cooladvantage coolmini system applicators, who may have developed paradoxical hyperplasia (ph) after treatment.